Manufacturer narrative:
Voluntary medwatch report received: mw5159907

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited low pacing impedance. No changes or interventions were reported. There were no patient consequences.